Event description:
A male assistant was positioning the contrex x-ray, at the time, when the tubehead separated from its support arm. Most of the tubehead weight was supported by the assistant, until the tubehead landed on the pt's chest. A malfunction occurred in the head support casting with no reported injury, to date. The x-ray had been installed in 1983. Dr's follow-up telephone call to pt who indicated she felt fine. Pt subsequently returned to the dr's office for next scheduled appointment.